Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 17-jul-2025. Investigation summary: bd received 3 samples for investigation. The 3 samples were visually inspected, and the indicated failure mode was not observed. Furthermore, the sample tubes were draw tested and all tubes were within specification limits. Additionally, 10 retained tubes were draw tested and all tubes were within specification limits. This complaint has not been confirmed for the indicated failure modes: underfill and no fill/no vaccuum. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml, an unspecified number of tubes are underfilled. Some tubes are reported to not fill at all. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml, an unspecified number of tubes are underfilled. Some tubes are reported to not fill at all. There was no health impact or consequences reported.